Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, foreign body granuloma/hard nodules (injection site nodule), was deemed to meet serious injury criteria of necessitated medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The device history record could not be reviewed as the lot number was not reported. Literature citation: hong, jk., han, hs., jang, yn., yoo, kh., kim bj., (2021) a foreign body granuloma after dermal filler injection successfully treated with a combination of high-intensity focused ultrasound and quantum molecular resonance technology device. Skin res technol. 1-3, doi: 10.1111/srt.13055.

Event description:
This MDR is related to 3013840437-2021-00176 referring to the same patient. This literature report from (B)(6) concerns a (B)(6) year-old female patient. She was injected with hyaluronic acid, into both nasolabial folds and cheeks (off label use of device). The patient was previously injected with polylactic acid filler, into both cheeks and nasolabial folds, 4 months prior to the hyaluronic acid injection. Four months after the hyaluronic acid injection, the patient experienced skin-colored firm nodules with swelling of both cheeks, especially in both lower eyelids. It was further described as shallow and small-sized filler granulomas, and as a foreign body granuloma. The patient received treatment with hyaluronidase injection in the lesional area and systemic antibiotics. Despite treatment, the symptoms persisted. Fort months after the formation of the nodules, in addition to systemic corticosteroid therapy, the patient was treated with a combination of an ultraformer iii shurink and a qmr technology-based device corage. The treatment area was 5.0 × 5.0 cm2 on each cheek. After applying topical anesthetic cream, shurink was used with two different transducers (l4-4.5: 4 mhz, 4.5 mm focal depth, mf6: 2 mhz, 6.0 mm focal depth). The treatment lines included a total of 30 shots with l4-4.5 (0.9 j per shot) and mf6 (1.5 j per shot), distributing a total of 72 j on each lesion. Corage was used with the following parameters: 35 w per 180 s per 2 cycles. A handheld probe with a flattened ceramic surface was used to deliver the resonant energy evenly throughout the treated area. She received eight sessions of treatment at 1-week intervals. After treatment, a marked improvement was observed. The patient also showed markedly decreased facial swelling. No adverse events were reported, except for mild erythema and pain, which resolved within 24 hours. Due to the provide information, the outcome of the events was considered as resolving. In the opinion of the authors, nodule formation was one of the most common adverse events after dermal filler injections. Although early intervention, including resolution with hyaluronidase, vigorous massage, or intralesional steroid injection, helped disrupt the nodules, longstanding refractory nodules with pain and inflammation were most frequently associated with foreign body granulomas. These chronic and intractable nodules possibly persisted for months despite such treatment procedures and possibly became increasingly fibrotic, eventually requiring surgical excision. The authors suggested that the combination therapy of ultraformer iii and a qmr technology-based device was an effective and safe treatment for nodular lesions.